Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va06tb0, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va06tb0, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead.

Event description:
A patient reported that after having the original implants she was able to urinate after her original implants. The patient noted in (B)(6) 2013 when they got it, it was the best thing. The patient stated that in (B)(6) 2013 they had kidney stones, and they healthcare professional (hcp) went in to pull the kidney stones out, but when hcp went in happened and then the stimulation stopped working, because the wire broke. The patient added they never told the patient why the wire broke, so then they had to catheterize. The patient noted the hcp wanted to put another stimulator in the on left side. The patient this was not the manufacturers or the devices fault it was the hcps. The patient stated they had a loss of therapy after the kidney stone removal surgery. The patient reported in (B)(6) 2014 the hcp ¿replaced everything on the right side and put a brand new one on the left side.¿ it was noted that the manufacturer¿s records show the lead was replaced on the right side, but not the implantable neurostimulator (ins). There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.